Manufacturer narrative:
Results of investigation: analysis on the log file shows that the issue was due to a software bug in improved internal o2 sensor communication handling found in version 6.0.1600.0. This issue is resolved with version 6.0.1700.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The log file and screenshot shows that the instances in which the internal o2 sensor reading goes as high as 26% and 27%, but it fluctuates a lot. Also looking at the fio2 delivery, most of the time the unit is set to 100% fio2. It is possible that the triggering of tf278 (internal o2 sensor concentration high) is a result of an o2 enriched environment. At this time, the suspected device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 unit reduced the oxygen delivery to 93% during ventilation on a patient. An error message "bellavista detected a user interface issue" appeared. It was mentioned that this event has caused desaturation of oxygen on the patient and needed to remove from the ventilator.